Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the small battery drive device had no power and the coupling lever cannulation and the triggers were sticky. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction data: the manufacturing location was reported as (B)(4) in the initial report. It has been updated as (B)(4). The date returned to manufacturer was reported as jan 4, 2016 in the initial report. It has been updated as jan 7, 2016. The date of manufacture was reported as apr 14, 2006 in the initial report. It has been updated as feb 22, 2006. Device evaluation: this device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had no power and did not function. It was also observed that the coupling lever, cannulation and the triggers were sticking. The device cannulation was sticking which caused the gauge not to pass through smoothly therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.